Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered at bottom of the tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: 367953 lot 9189022 the bottom seems to be burnt. I think the black traces are inside the tube, at the height of the gel.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm in tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter was discovered at bottom of the tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: 367953 lot 9189022 the bottom seems to be burnt. I think the black traces are inside the tube, at the height of the gel.